Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they had difficulty with coupling since day one. They said that they did not find the belt or adhesive discs to increase their coupling. No further issues were noted or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had poor coupling while charging the ins. When the patient was sitting they had 2 bars shaded and when they stood up they got 4 but had to push really hard against the ins site. Repositioning the antenna did not resolve the issue and the patient declined to try antenna locate. It was noted that the patient lost their belt. A new belt and adhesive discs were sent to the patient. No patient complications/symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the recharging antenna was damaged. A replacement recharge antenna was sent. No patient symptoms, or additional device complications were reported for this event.